Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 80% stenosed lesion was located in the moderately calcified, protected left main (lm) artery. The vessel was not pre-dilated. While attempting to place a taxus express2 3.5x8mm drug eluting stent, the physician noted there was a bend in the catheter and when he bent it back it snapped. The procedure was completed with another taxus stent. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.